Manufacturer narrative:
(B)(4). Batch # r9261j. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not damaged as reported by the customer. In addition with the cable cut off. Due to the condition of the returned device, no functional test could be performed. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the tip of the device was damaged. No patient consequence.